Event description:
Caller states that on one occasion he tested 587mg/dl on the device and had low blood glucose symptoms. He states he decided to take 60 units of novalin 70/30. He reports getting very shaky and that the paramedics were called. Approxiamtely 45 minutes after the initial results of 587 mg/dl, the paramedics tested customer on their device with a result of 68mg/dl. Customer was transported to the hosp. Where he tested 31mg/dl on the hosp. Device approximately 90 minutes later. Customer states that he was given a glucose IV and released 5 hours later. He states on a different occasion he tested 369mg/dl on the deivce and took 40 units of novalin 70/30 and passed out immedicately after. He reports the paramedics were called and tested customer at lo on their device. Customer was treated and remained in his home. No quality contriols were used. Requested return of suspect device and replacement was sent.